Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported the following: "we received a new t-handle, but it still doesn't work on our reamer. So I sought out another reamer, which must have been damaged in the meantime."

Event description:
The customer reported the following: "we received a new t-handle, but it still doesn't work on our reamer. So, I sought out another reamer, which must have been damaged in the meantime."

Manufacturer narrative:
Please note correction to d9 (product available to stryker). The reported event could not be confirmed since the affected device was not returned and no evidence was provided for evaluation. The batch records could not be reviewed because the affected device was not returned and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing, or design-related problems were unable to be identified as the lot number not communicated. More information, as well as the affected device, must be available in order to determine the exact root cause. If any additional information is provided, the investigation will be reassessed.